Event description:
It was reported that the patient's stimulator was explanted 2007 (B)(6) due to infection. The infection was caused by spinal nerve injections. The patient had a spinal cord stimulator (scs) implanted in 2009 and was getting good benefit. It was unknown if this device was made by the manufacturer. The patient was interested in being re-implanted with an interstim device.

Manufacturer narrative:
Product ID, 3095-10 serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3093-28 lot# j0543024v, implanted: 2005 (B)(6), product type lead product ID, 3031a serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).